Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty(l2) for a vertebral fracture on (B)(6) 2026. The surgery was scheduled using vbs + viper prime fenestrated screw. Vertebroplasty was performed first. The surgeon conducted route creation according to the standard surgical technique using an l2 access kit and approached the vertebral body. An m size balloon was inserted. Inflation was performed on both the right and left up to 4cc. Sufficient balloon inflation was confirmed, so the surgeon tried to remove the balloon for stent placement. The left balloon was successfully removed. The surgeon found resistance with right balloon removal from the port and tried to remove it carefully while holding a port. The balloon was torn and removed because the balloon was stuck on the tip of the port. It was confirmed that the tip marker remained inside the vertebral body when checked by fluoroscopy, so the doctor removed it using the thin forceps used in ped. All remaining balloon was successfully removed by multiple tries using the forceps and it was confirmed that there was no residue in the body. The impact on the patient was minimal, and the surgery was completed successfully within thirty minutes surgical delay.